Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---we have no detailed information. What buttressing material was utilized? ---yes. Were any unexpected noises heard? If so, when? ---we have no detailed information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---we have no detailed information. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no. Did the customer complain that the reload had fallen out of the device? ---no. Did the customer complain that the reload was falling apart? ---we have no detailed information.

Event description:
It was reported that during an open right upper lobectomy, the staples of the specimen side were unformed when the device was used between the upper lobe and the lower lobe at the 3rd stroke of the 2nd firing. The staples of the patient side were formed as intended. The device was fired properly at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient. There were no unexpected resistances in closing, in firing and in releasing the device. Besides, there was no unexpected resistance in loading the cartridge into the jaws by a nurse. The target tissue was normal. Reinforcement material was used. The device was not fired across something hard such as a clip or existing staple lines. In the operation, no fragments fell into the patient.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge. The analysis found that one device was returned in good visual condition. An ecr60d disassembled inside a petri dish was received. Upon evaluation the cartridge was noted to be fully fired on the right side and partially fired on the left side, the drivers and pan were out of position and the one piece sled was damaged. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.